Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the hp stated that he started over with a new set and is still having this alarm. Gts assisted the hp by asking if he started over with new bags; the hp stated no. Gts explained that it is recommended to start over with all new supplies if the bags are connected to the set. Gts explained that the hp will have to discard the supplies and start over with all new supplies. The hp stated that he will start over with all new supplies. The hc unit was operational. There was patient involvement but no injury or medical intervention was reported.